Event description:
It was reported during the implant procedure that after the initial helix extension, the stylet could not be inserted past the pin. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted. The lead was stretched and there was additional visual issues noted of deformation/fracture of the prox section of the inner coil.